Event description:
It was reported to technical services on 7/31/12 that this rv lead has very fine baseline noise, but not oversensed.no emi source identfied. Discussed possible early stages of lead issue. Insulation breach or less likely conductor, or lead pg connection. Ts asked if pt pacer dependant. Hcp stated yes. Discussed considering xray to eval lead, lead pg, attempting to recreate with isometrics and pocket manipulation. Discussed care and backup pacing equip available when testing. Hcp to review with md and reschedule pt for testing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).